Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the pch instrument with an alleged issue to perform failure analysis. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, the customer found that the permanent cautery hook (pch) instrument had a part of the proximal clevis missing. The customer was not sure if the instrument broke while in use, or if it was broken before the case started. The customer searched in the patient for any broken pieces. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown if the pch instrument was inspected prior to use. The pch instrument was only in use for a few seconds before the hook on the instrument was noted to be missing. It is unknown if an x-ray was performed. There was no procedure delay. The staff searched for a missing piece inside and outside of the patient and was not able to find it.